Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of incident. Customer indicated that they are in bolivia and will call back at a later time to further troubleshoot. No further details given.